Event description:
Adverse event(s): "pt impact unk" (no known impact or consequence to pt). Product problem(s): "difficult to connect" (fitting problem). A nurse reported difficulty connecting the vitrector to the system during a case. The pt's status is unk at this time. Add'l info has been requested.

Manufacturer narrative:
A company service rep examined the system. The vitrectomy connector was loose and the mount block was worn. The vitrectomy mount block assembly was replaced. The system was then tested and met all product specs. (B)(4).